Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. A review of the device logs confirmed the reported system fault error message (sf 131). Performance testing could not reproduce the reported event. Based on all available information and previous investigations of similar complaints, the investigation determined that reported event was due to water contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 131 could be reproduced during in-house testing. The pneumatic block was replaced as to address this issue. The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault message (sf 131). There was no patient injury reported as a result of this incident.